Manufacturer narrative:
Beckman coulter customer technical support (cts) worked with the customer to troubleshoot the issue. The customer performed the cleaning procedure for the ise (ion selective electrode) along with the enhanced cleaning procedure. Customer then called back in stating they had performed the manual enhanced ise cleaning procedure, replaced the sample pot, recalibrated and ran controls. After maintenance was performed, the customer determined that they had used an older bottle of ise cleaning solution. The customer had received a notice concerning this lot of ise cleaning solution. After using a new bottle from a different lot, calibrations and quality control was performed. Qc results were within the laboratory's mean. The system was operational, and service was not required. Failure mode: unknown. After performing maintenance, calibrations and controls produced acceptable results. (B)(4).

Event description:
A customer reported erroneous low sodium test results were obtained when using the au480 clinical chemistry analyzer. The test results were determined to be low when compared to sodium test results obtained at another laboratory. The low sodium test results were reported out of the laboratory, and amended reports were issued. There was no death, injury or affect to patient treatment. (B)(4).